Event description:
The lay user/reporter contacted lifescan (lfs) on july 11, 2007 and alleged that the meter was reading inaccurately low. The reporter felt that for over 1 month, she was obtaining results that were between 70 to 90 mg/dl, however, the reporter claimed the patient had symptoms of hyperglycemia. In the evening, six days earlier, the patient asked her mother if she could eat a piece of fruit. Her mother asked her to test her blood glucose. The result was 60 mg/dl. The patient ate the fruit and retested 20 minutes later and the result was 60 mg/dl. She drank a glass of chocolate milk and retested another 20 minutes later and the result was still 60 mg/dl. She called the advice nurse and the nurse advised her to test on another meter. She tested on another lifescan meter and obtained a result of 'hi' (a message of 'hi' indicates a blood glucose of over 600 mg/dl). The patient took 3 units of novolog. At the time of the event, she was not prescribed insulin. Two months prior, her hba1c level was 7.0, so her novolog insulin was discontinued. After this event, the patient was restarted on a sliding scale of novolog and her lantus was increased from 1 unit at bedtime to 10 units at bedtime. The reporter alleged that if the meter had read higher, the patient would have started taking the novolog sooner. The physician performed an hba1c test four days later and the result was 14.0. The techniques for cleaning the puncture site and for testing their blood glucose were correct. The meter was sent to the correct unit of measurement. This complaint is being reported, as the reporter alleged that the patient had been treating for low blood glucose readings, and was later found to be hyperglycemic. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.